Manufacturer narrative:
Unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify e13/a13 and a15/e15 alarm due to blank display. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Event description:
The customer reported via phone call that the insulin pump received error alarm. The customer¿s blood glucose level was 113 mg/dl. The customer also reported that alarm did not occurred during the rewind. The insulin pump will be returned for analysis.